Manufacturer narrative:
(B)(4). The aware date was inaccurate in the initial medwatch report. The accurate aware date is (B)(6) 2011.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 570:320:654:0000 was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. The device has not been previously sent into service for the reported condition of failure code 570:xxx. This issue is being investigated through CAPA. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 570:320:654:0000 occurred. The process step and where the event occurred is unknown. This condition had the potential to interrupt delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.